Event description:
It was reported the pt's ipg stopped communicating and she has lost stimulation. The pt was no longer able to charge her ipg. The ipg was explanted, due to possible premature battery depletion, and was replaced with a new ipg. Product is not available for return to evaluate.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.